Event description:
Bard brand powerport implanted device intra-thoracic at l clavicle (B)(6) 2009 failed/required removal/ replacement on (B)(6) 2011. At chemo infusion appointment on (B)(6) 2011, infusion staff indicated port was "unavailable/not working." On (B)(6) 2011, they were able to access port/infuse chemo. At the next infusion appointment on (B)(6) 2011, it was determined port was not available and a port study was ordered. On (B)(6) 2011, I went to the hospital for the port study where they injected dye and x-rayed the device, concluding device had failed. Upon removal of device on (B)(6) 2011, the doctor indicated device had in fact failed and had visible failure/defect, a long split. FDA website indicates a recall for product with different lot#.